Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient was admitted to the hospital on (B)(6) 2015 for unconsciousness and ketoacidosis. The patient had reportedly experienced erratic blood glucose (bg) as low as 32mg/dl and as high as over 600mg/dl. The patient reportedly experienced symptoms of vertigo, confusion, difficulty waking, extreme drowsiness, and unconsciousness with the bg excursions. The patient reportedly remained on the pump at the time of the alleged incident. The patient was reportedly treated with IV fluids and insulin via injection for the alleged bg excursions. Troubleshooting did not identify any pump defects. The reporter noted that the patient was on antibiotics for an insertion site infection and had also been diagnosed with kidney disease in october and was on dialysis. It was unclear at the time of troubleshooting if the patient¿s other health conditions were the only contributor in the alleged bg excursions. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.